Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the therapy was turning on and off by itself. The stim was turned on /off randomly. The event occurred a week or couple weeks after implant. Patient stated it was hard for her to tell when stimulation was turned off due to the severity of her issues. She had a lot of nerve damaged. The implantable neurostimulator (ins) was confirmed to be on while on the call. It was also reported that the patient programmer (pp) went through aaa batteries more quickly than 2-3 months and the batteries ¿ died too fast¿. The pp kept turning off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.